Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this evfxplus-29 transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed. Upon deployment to 80%, an infold that extended along the entire length of the valve was observed. Due to this infold, the valve was recaptured and redeployed to 80%. The infold persisted. The valve was then recaptured again and withdrawn from the patient. Prior to implanting a second valve, the native valve was pre-dilated with a larger balloon to facilitate proper expansion. The second valve to expanded without infolds. No patient complications have been reported as a result of this event. Additional information was received indicating that no misload was identified during loading. A frame node overlap extending to the third node was noted. Per the physician, the heavy calcification of the native valve contributed to the infold. There was a slight procedural delay as a second valve was prepared and the second pre-dilation was performed.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012708384); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this evfxplus-29 transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed. Upon deployment to 80%, an infold that extended along the entire length of the valve was observed. Due to this infold, the valve was recaptured and redeployed to 80%. The infold persisted. The valve was then recaptured again and withdrawn from the patient. Prior to implanting a second valve, the native valve was pre-dilated with a larger balloon to facilitate proper expansion. The second valve to expanded without infolds. No patient complications have been reported as a result of this event.